Event description:
The pt had "sub-optimal pain relief". The catheter was found to be dislodged and was replaced. The pt recovered without sequela. The medications being delivered via the device system were morphine sulfate, bupivacaine and baclofen.

Manufacturer narrative:
Catheter.